Event description:
While the customer was using a cavitron touch g1000, they allege that they handpiece and the insert tip get hot. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Evaluation tech: rmc. Ec2 main board upgrade/update. Debris buildup in the water solenoid, water supply hose missing black sleeves to secure tubing to filter luers. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Loaner fee has been included in the estimate. Hpc-02220. Hp-202408. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.